Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable; the pump will not run. Per reporter, the user stopped and restarted the pump, but the pump continued to alarm. Per reporter, troubleshooting was unsuccessful and the pump had been powered off. A continuous infusion rate of 2.2 ml per hour had been programmed, with a total reservoir volume of 61.7 ml and a given volume of 38.3 ml. No patient harm was reported.

Manufacturer narrative:
H4. Device MFR date: correction. H6. Codes: updated. Device evaluation: the customer reported pump was alarming no disposable; the pump will not run. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.